Event description:
It was reported that during use, the cuff pressure begun to drop that was monitored via the pressure gauge. Attempted to reinflate the cuff, however, the pressure could not be maintained within the normal range of 20¿30 cmh2o. The tube was subsequently replaced. As the case was nearly completed, the second tube was removed after approximately three hours of use, even though the cuff pressure was again found to have dropped below 20 cmh2o, falling outside the acceptable range. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: 87480, 87480 shiley oral nasal intermediate 8.0, (lot# 25h0257jzx). 87480, 87480 shiley oral nasal intermediate 8.0, (lot# 25h0257jzx). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the cuff pressure was again found to have dropped below 20 cmh2o, falling outside the acceptable range. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, g9, d10 87480, 87480 shiley oral nasal intermediate 8.0, (lot# 25h0257jzx) 87480, 87480 shiley oral nasal intermediate 8.0, (lot# 25h0257jzx) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use, the cuff pressure begun to drop that was monitored via the pressure gauge. Attempted to reinflate the cuff, however, the pressure could not be maintained within the normal range of 20¿30 cmh2o. The tube was subsequently replaced. As the case was nearly completed, the second tube was removed after approximately three hours of use, even though the cuff pressure was again found to have dropped below 20 cmh2o, falling outside the acceptable range. There was no patient injury. For pli 30: medtronic's initial evaluation of the incident device found that the cuff was torn for pli 40: medtronic's initial evaluation of the incident device found that the cuff was torn.